Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of the quantum maverick balloon catheter. The shaft, bonds, and balloon were microscopically and visually examined. There was contrast in the inflation lumen and blood in the guidewire lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a 6mm longitudinal tear in the balloon wall on the proximal end of the balloon. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27-feb-2017. It was reported that balloon inflation failure occurred. The target lesion was located in the severely calcified mid left anterior descending (lad) artery. A 3.0mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, during dilatation, the balloon would not inflate under the target pressure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed the balloon was torn longitudinally.